Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for chronic low back pain and spinal pain indications. The reason for call was pt mentioned they had their pump replaced last wednesday and had to turn their spinal cord stimulator(scs) off for the surgery, but when the pt went to turn their scs back on, their controller was acting crazy. Pt said they could not turn their therapy back on last thursday and the language changed on the controller yesterday. Pt got the language changed back to english yesterday, but still could not get their therapy back on.  Pt said they had turned their therapy off for a pre-op test in the past, but had been able to get their therapy back on. During the call, the pt confirmed their therapy was on and then adjusted therapy settings up to 3.3 in group a. Pt said they did not feel their therapy at 3.3 and typically did not adjust therapy up past 3.3. Pt only had group a on their controller. The patient was redirected to their healthcare provider to further address the issue. Pt said they have an hcp appointment on (B)(6) 2022 to get their pump stuff taken out.patient services specialist also warm transferred the pt to the pump cell due to comments made about the pump replacement surgery.redirected caller: patient's hcp see general note for omitted info/related pump srs.

Manufacturer narrative:
Concomitant medical products: product ID 97745 , serial# unknown. Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the patient not feeling stimulation was it was turned off for surgery. However, they then indicated that they couldn¿t get it back on. It was reported that the issue was resolved. They had to get someone to meet them at the doctor¿s office to resolve it.